Event description:
The customer reported touch screen failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
G4: 24oct2019. B4: 25oct2019. The manufacture's international service engineer (se) confirmed the reported issue. The se replaced the touchscreen to resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touch screen failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.